Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a pediatric procedure that the device fired once, was released from the tissue then would not unlock to change the reload once removed from the patient. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.